Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information received: where within the gap setting scale was the orange indicator prior to firing? 1.5mm what confirmation was received that the device was fully fired? The washer was cut through. There was audible and tactile feedback. Were there any staples missing from the staple line? No did the device cut? Yes was the cut line fully circumferential around the target tissue? Yes if the device fully cut, were all tissue layers present in both donuts when inspected? Yes who fired the device? A chef surgeon with enough experience with nils what was the users experience with the device? He is experience with nils. What is the current status of the patient? The patient has been discharged.

Event description:
It was reported that during a right colectomy procedure, the surgeon used the device to anastomose the tissue, but the purse string was not cut down. Removed the device, the surgeon found that some of the staples were malformed. Hand sewing was used to complete the procedure. There was no adverse consequence for the patient reported. The patient was diagnosed as hb, the device will not be returned.